Event description:
Baxter reported "the miniset breaks easily and it leaks even though the cap was closed". This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.